Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: b5.

Event description:
It was reported that during preventative maintenance performed by a getinge field service engineer (fse), the cariosave intra-aortic balloon pump (iabp)'s screen turns off during battery test. There was no patient involvement or harm reported.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(medical device problem code,type of investigation, investigation findings, component codes, investigation conclusions),h11 the (fse) performed a software update as well as a battery test with the same results of a blank screen. The fse experimentally reinstalled the original power management and solenoid control pcba and ran the battery test with the same results of a blank screen. A low helium alarm was then detected. When powering on the unit the fse stated that the low helium alarm occurred. The fse reinstalled the original power management and solenoid control pcba once again checking the connections and an intermittent alarm notifications was observed. The fse checked the pins between the the cables and the pcb. The fse once again performed testing but the screen still turned off during battery testing. The fse replaced the high pressure helium regulator and performed a test run to confirm that the low helium alarm was resolved. The fse replaced the kit, display monitor to video gen board and performed overall operational checks and found that the device was functioning normally. The unit passed all functional and safety checks before being returned to normal use.

Event description:
N/a

Manufacturer narrative:
Due to character limit: e1 e1(initial reporter)- (B)(6) , (event site name)-(B)(6) medical services (event site address)- (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had an issue where the display went blank during battery testing. No patient involved